Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the hearer line of the homechoice cassette and the heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill three. The patient was connected at the time of the alarm. The patient stated that the heater bag had come apart from the heater line. The patient stated they had not seen anything unusual with the supplies; the connections had been easy to make and were secure. The homechoice was not exposed to any excessive force; the patient was unsure how the disconnection had occurred. The technical service representative explained the alarm and assisted the patient in clearing it. The patient stated they would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.